Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) displayed a blank white screen and stopped infusing. While the patient was receiving a fentanyl continuous drip, the nurse observed that the device had a white screen and was not infusing. To resolve this issue, the tubing and medication was moved to a new pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A flow rate accuracy test was performed, and the results failed. The reported condition was verified. The cause was determined to be from the temperature sensor. The temperature sensor requires calibration to resolve the issue. A white screen was unable to be reproduced or duplicated. An event history log review was performed, and the pump not infusing fentanyl was observed on the day of the event. The sequence of events showed that an unable to run alarm was generated, a loading dose was cancelled, then pump was powered off, then pump powered back on, the door opened and closed, then the pump was powered back off. The next day pump was powered on, new patient selected, fentanyl programmed, but powered off just after the clinical advisory was acknowledged. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 (add codes), h11. H11: the reported white screen was unable to be reproduced or duplicated during functional testing; the device met specifications for this condition. The reported white screen was not verified. No device correction was required for this condition. The reported "stopped infusing" was identified as an inability to start an infusion through a review of the event history log and sequence of events. The cause of not starting the infusion could not be determined. The flow rate accuracy testing did not meet specifications; the results were below the specification range. However, the results were within 10%. It is unlikely that excessive delivery of intravenous (IV) solutions less than or equal to 10% volume would significantly affect even the highest risk patient. It is not considered plausible that this percentage of excessive delivery would result in a critical injury were it to recur. The under-infusion finding was related to an out of calibration temperature sensor. The temperature sensor would be calibrated to resolve this finding. Should additional relevant information become available, a supplemental report will be submitted.